Manufacturer narrative:
Two poplok suture anchors were returned for evaluation. The r & d director evaluated both devices and confirmed the reported issues associated with both devices. Both triggers were fully deployed but the anchors were not released. One device had broken inner anchor wings that were not returned. Additional functional testing was performed. In both cases, the anchor deployed and the red release knob functioned properly/was easy to turn. The red release knob on the poplok with broken wings took three revolutions to release then anchor from the driver, however, the other poplok took only one revolution. These devices deployed as designed when performing functional testing using the instructions for use (IFU). The likely cause of this device malfunction is the user not turning the red release knob a total of six revolutions as noted in step eleven in the IFU. This incident has been determined to be an operational/use issue. A review of the device history record found no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported issue. In the past two years, (B)(4) units have been made and sold worldwide. In that same timeframe, 77 similar reports have been received. A risk analysis was performed and this type of device issue was found to be acceptable. The IFU clearly advises the use of the following. Preoperative procedure. Post operative procedure. Surgical techniques used for proper selection and placement. Currently, an investigation has been launched to determine the root cause of this device issue. This incident and all similar incidences will continue to be monitored through the complaint system.

Manufacturer narrative:
The two 4.5mm poplok suture anchors and drivers were received for evaluation on (B)(6) 2017. The investigation remains in process and a supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The user facility reported that during use of the 4.5mm poplok suture anchor in an arthroscopic rotator cuff repair procedure, the anchor was not released from the inserter during insertion. The reported further stated that even though the anchor would not release from the inserter, the wings on the anchor were broken off. The pilot hole was expanded when the anchor was removed and that the broken wings remained inside the patient's bone. A second anchor was used and as the surgeon was trying to deploy a similar incident occurred in that the anchor would not release from the inserter. This time, the anchor was stuck on the inserter with both wings remained intact. This incident is being reported as an injury due to the pilot hole was expanded and the broken wings remained in the patient's bone. Despite the good faith effort, to date there has been no patient demographic information and no additional information received regarding the patient latest condition or any indication that a long term adverse effect has occurred.